Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated they were unable to clear the alarm. The customer could not recall any physical or moisture damage occurring on the insulin pump. Customer's blood gluocse was 208 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No button error alarm or unexpected beeping anomaly noted. Failure analysis found unresponsive up arrow button due to moisture damage on keypad trace. Failure analysis was unable to test for the black circle/alarm icon and displacement test due to unresponsive button. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.